Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign. Event occurred in canada. H6: proposed component code: mechanical (g04). Broach impactor. It is unknown if the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a broach connector broke during initial surgery, reportedly the fifth such occurrence. There was a delay of 15 (fifteen) minutes to get the equipment to remove the broach as it was in the femoral canal. There was no patient harm or injury. Attempts have been made and no further information has been provided.